Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va12m4e); product type: 0200-lead; implant date: (B)(6) 2016; explant date (B)(6) 2023 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that caller is MRI safety officer with concerns of abandoned lead component. Caller had pt's operative note from (B)(6) 2023, which indicated the 3889 lead that was removed had fractured twice during extraction, but that the abandoned component did not contain any metal material. Operative note stated it was safe for pt to have MRI scans due to the abandoned material not having metal components. Caller stated the radiologist ordered a 2 view pelvic x-ray which showed 4 electrodes, and did not feel comfortable proceeding with the MRI. Caller stated they could see fraying on the imaging. Caller was uncertain if pt's MRI mode screen showed abandoned lead. Caller not with pt. Agent reviewed guidelines for 3889 lead product material with caller. Agent reviewed MRI scanning guidelines for possible abandoned lead scenario. Agent suggested pt make follow-up appt with surgeon specifically to discuss abandoned product and future MRI safety.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va12m4e serial# implanted: (B)(6) 2016 explanted: (B)(6) 2023 product type lead h6 codes updated. Section e updated with updated information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va12m4e, implanted: (B)(6) 2016, explanted:(B)(6) 2023, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient was needing MRI. Hcp reports a pelvis x-ray shows an abandoned lead and noted the patient said they were told by their managing provider that a lead was left implanted. Hcp is unsure if it is full abandoned lead or just a fragment but suspects it may be a full abandoned lead. Hcp had no other detail to provide. Hcp noted the patient said they see their provider once a year or every 6 months but hcp did not know provider's name. On 2025-jul-15 a call was received in which an MRI tech reports the electrodes from the 3889-28 lead still remain in the patient (pt). MRI tech said there are no lead wires remaining, only the electrodes.